Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the alleged call service alarm issue was duplicated on investigation. Investigation found that a language corruption had occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, investigation revealed that the display screen was dim and discolored and the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.